Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient's blood pressure dropped. The right ventricular (rv) lead had perforated and led to cardiac tamponade. A drain was placed to remove the accumulated fluid. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.